Event description:
Related manufacturer reference# 3006705815-2019-03371.

Event description:
Related manufacturer reference# 3006705815-2019-03371. It was reported the patient has been experiencing inadequate therapy due to lead migration after a fall. X-rays confirmed the lead migration. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.